Manufacturer narrative:
Citation: corrado t et al. Comparison of complications and outcomes to one year of transcatheter aortic valve implantation versus surgical aortic valve replacement in patients with severe aortic stenosis. Am j cardiol. 2012 may 15;109(10):1487-93. (Doi 10.1016/j. Amjcard.2012.01.364) earliest date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding outcomes of transcatheter aortic valve replacement (tavr) versus surgical aortic valve replacement (savr) in patients with severe aortic stenosis. All data were collected from two centers from january 2005 through march 2011. The study population included 618 patients (predominantly female with a mean age of 74 years), 119 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, 46 deaths occurred which included one procedural death. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: prosthesis under expansion, moderate regurgitation, migration, improper position requiring valve-in-valve implant or a snare, myocardial infarction, stroke, bleeding, and arrhythmia requiring a permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the number of patients implanted with corevalve.

Event description:
The study population included 618 patients (predominantly female with a mean age of 74 years), 194 of which were implanted with medtronic corevalve (serial numbers not provided).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.